Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the returned constrained liner ring (the actual acetabular liner was not returned) found multiple locations on the outer diameter were damaged as well as multiple locations on the inside diameter of the ring are damaged. Dimensionally the locking ring was measured in non-damaged locations and was found to be within tolerance. A search of the complaints databases identified no other reports against the acetabular liner product/lot code combination since its release to distribution in june 2013 as a (B)(4) piece lot. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusion with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via trending sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Device available for evaluation.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
2nd revision total hip joint replacement performed on (B)(6) 2015 by dr (B)(6) at (B)(6) hospital. The patient is a (B)(6) lady of relatively good health. She underwent primary surgery on the (B)(6) 2009. On the (B)(6) 2015 she had a revision due to recurrent dislocations. At some point from the 1st revision on (B)(6) 2015, she presented with a popped out locking ring from the constraint liner therefore a re revision was required. Intraoperatively it was noted that the locking ring had popped out as well as part of the liners edge had been chipped off. All pieces were removed and the wound was washed with normal saline. The below implants were implanted as per surgical technique: ref: (B)(4), lot 519485 and ref: (B)(4), lot d14083712. The operation was completed at per surgical technique. This case is not being reported by the customer, but (B)(6) employee. No further information is available.